Event description:
This is a spontaneous case report received from a lawyer in the united states on 24-aug-2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for permanent sterilization. Shortly after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, pain during intercourse, and excessive hair loss. She never experienced any of these conditions prior to undergoing the essure procedure. In (B)(6) 2016, she underwent surgery to remove her essure coils. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain/ increasingly severe pain. She underwent surgery to remove essure, approximately 2 years after insertion. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the nature of the reported event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow- up received on 28-sep-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain/ increasingly severe pain. She underwent surgery to remove essure, approximately 2 years after insertion. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the nature of the reported event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.